Manufacturer narrative:
(B)(4). The device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor.

Event description:
Customer reported via phone call that the customer was in the pool, insulin pump was exposed to moisture and then the insulin pump did not working. Customer¿s blood glucose level was 117 mg/dl. The customer was assisted with troubleshooting. Customer stated that the display was blank currently. Customer stated that they remove the battery and insert battery alarm did not display on the insulin pump screen. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer stated that the battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. Customer stated that the display returned after insulin pump restart. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.